Manufacturer narrative:
Concomitant medical products: 4136 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation due to the left ventricular lead. It would resolve positionally, however the lead was reprogrammed to minimize the stimulation. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.